Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
The device returned for this complaint is not made nor distributed by stryker. As this is not our device we will not proceed with investigation and the device will be returned to the customer.